Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported, death is listed in the multi-link mini vision coronary stent systems instructions for use as a known adverse event associated with coronary stenting. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the patient was admitted in critical condition with st elevation myocardial infarction (stemi). Upon angiography, all vessels were noted to be blocked, except for the left anterior descending (lad) artery. The physician was able to cross the mildly tortuous and heavily calcified lad with a guide wire and attempted to advance the 2.5 x 28 mm mini vision stent delivery system. The device was unable to cross and was removed without difficulty. The 2.5 x 8 mm mini vision was then advanced; however, this device was also unable to cross and was removed without difficulty. Upon removal, it was noted that the stent had a flared stent strut. A 2.5 x 12 mm mini vision was then advanced and the stent was deployed. The patient's condition continued to decline and the patient expired due to the stemi. No additional information was provided.